Event description:
Defective safety device causing exposure of phlebotomized pt's blood to the phlebotomist's eye. After phlebotomizing a pt, this employee had just removed the needle from the pt's arm and was closing it with his thumb when the guard snapped off. Flicking droplets of blood into his face and left eye. Device did not appear obviously damaged due to trauma to the container that occurred during shipping or storage and the employee was utilizing device as appropriate and was in a non-altered state.